Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2013: the patient underwent a right total knee arthroplasty for right knee osteoarthritis. Attune implants were utilized with depuy cement x2. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2019: the patient underwent right knee revision due to pain and suspected loosening of tibial tray. Intraoperatively, surgeon found tibial tray loose at implant-cement interface. Femoral and patella components were well fixed. Patella and femoral were not revised. All other components (tibial tray and insert) were replaced with depuy knee components with unknown manufacturer cement. Doi: (B)(6) 2013; dor: (B)(6) 2019 (tibial tray and insert).